Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2026. According to the reporter, on the morning of (B)(6) 2026, the cgm reading was 110 mg/dl. When a fingerstick was taken, the cgm reading was around 110 and 92 mg/dl, and the blood glucose reading was 40 mg/dl. Despite the blood glucose reading, the patient still self-treated with 2 manual boluses, one of 3.6 units and one of 10 units, as well as having breakfast and lunch. The patient experienced symptoms of hypoglycemia and went to the emergency room. At an unknown point during the event the patient lost consciousness. The patient was then treated at the emergency room with glucagon. After the treatment the patient was discharged, and the patient was not hospitalized. Sometime after being home, the patient removed and replaced their sensor. After the new sensor session started, the patient was alerted at around 17:45 that their cgm value was 370 mg/dl and the patient self-treated with insulin for hyperglycemia. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the of the parkes error grid at the time of initial treatment. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced hyperglycemia. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia/hypoglycemia.